Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer's blood glucose was 400 mg/dl. The customer's mother reported they had issue with transmitter and sensor. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.